Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
It was reported to philips healthcare that the heartstart xl had a screen message of "low battery" and the battery charge indicator is red with "abnormal sound". There was no patient involvement.